Event description:
It was reported that the autopulse resuscitation system displayed a user advisory message of 07 (discrepancy between load 1 and load 2 too large). There was no report of a patient injury.

Manufacturer narrative:
The event description the customer reported to the manufacturer did not indicate a potential safety issue. The autopulse (s/n (B)(4)) device was returned on (B)(4) 2012 to zoll circulation and analyzed. Evaluation of the returned autopulse platform found no external/ internal damages to the device. The customer's report of ua 7 (discrepancy between load 1 and load 2 too large) could not be replicated. Archive data analysis however did reveal multiple user advisory 07 messages due to weight not being central on the load plate. The load plates were tested to be nominal. The board passed final testing. The root cause of the device failure was determined to possibly be due to device and/ or patient movement during operation.